Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were hospitalized due to diabetic ketoacidosis. The blood glucose at the time of the hospitalization was 440 mg/dl. The blood glucose at the time of the phone call was 320 mg/dl. The customer stated that they had an issue with the infusion set sticking to their stomach and the cannula was bent. The customer's symptoms of high blood glucose were urination and not feeling so well. They stated that they do not have a back-up plan and they have not treated for the high blood glucose. Troubleshooting was performed and the device passed all functional tests. No air was found in the reservoir, no leaks, the date and the time were programmed correctly. The drive support cap was recessed. The customer stated that the battery compartment was cracked. In the history of the device there was a no delivery alarm found. The customer was advised to discontinue the use of the device. Nothing further was reported.